Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: console imc logs confirm that optical system sensor error was issued as well as placement signal not reliable alarm. Device analysis: the console's internal circuitry was inspected with no observable anomaly. The failure was not reproducible upon being plugged in with a similar known good pump. Section 23 of the preventative maintenance procedure was performed after cleaning the front optical connector and found to be within specification. Conclusion: the root cause for optical sensor system error was most likely contamination of the front optical connector. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported the automated impella controller (aic) had optical signal issues. This issue was discovered during prep and was not related to a clinical procedure.